Event description:
It was reported that during the procedure for treatment of an unspecified coronary artery, a 3.0x15 rx tenku catheter was used for dilatation. During the fourth inflation at 14 atmospheres, the balloon ruptured. The device was withdrawn from the anatomy and exchanged for another same device which was used successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.